Event description:
Patient has reported a capsular contracture baker grade ii. Patient also reported a "strange feeling , small nodules and rippling¿ were diagnosed by ultrasound and palpation. Patient has further reported "short tear below/central" of the implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician has reported a capsular contracture baker grade ii. Also reported ''patient reports a strange feeling , small nodules and rippling¿ were diagnosed by ultrasound and palpation. Physician has further reported "short tear below/central" of the implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm, as it is a medical event not related to the device. Capsular contracture: unable to confirm, as it is a medical event not related to the device. Wrinkling: not observed. Lump/nodule-ndr: unable to confirm, as it is a medical event not related to the device. Additional observations: observed, opening striated on anterior side assessed, as surgical damage. Red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician has reported, a capsular contracture, baker grade ii. Also reported, ''patient reports a strange feeling, small nodules. And rippling¿ were diagnosed by ultrasound and palpation. Physcian has further reported, "short tear below/central" of the implant. Device has been explanted and replaced with a non-allergan device.